Event description:
It was reported that after turning the patient the nurse discovered that the blue adaptor port of the foley catheter was broken off. The port and plastic were broken off for urine to drain freely. The foley remained in the statlock for securement throughout the entire turn and following the turn. The customer was notified and the foley was removed and a new one was inserted. Per customer via phone call on 25jun2021 it was confirmed that the blue adaptor port was broken off during turning of the patient despite being in statlock securement and the foley had to be replaced. No patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the funnel thickness was incorrectly sized at the buildup or finish dipping operations or incorrect molding of either the inflation valve or retention cap or funnel slurry calcium content too low or missed funnel slurry dip resulting in low silicone buildup or valve or cap slices silicone. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities. 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water. 12 fr. (5cc balloon): use 5.5cc sterile water. 14 fr. And larger (5cc balloon): use 10cc sterile water. Do not exceed recommended capacities. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100 percent silicone foley catheters. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Caution: as with all temperature probes: in the presence of rf energy sources: local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after turning the patient, the nurse discovered that the blue adaptor port of the foley catheter had broken off. The port and plastic were broken off for urine to drain freely. The foley remained in the statlock for securement throughout the entire turn and following the turn. The provider was notified, and the foley was removed, and a new one was inserted. Per customer via phone call on 25jun2021, it was clarified that the blue adaptor port broke off during the turning of the patient despite being in statlock securement. Foley had to be replaced. No patient harm was reported.